Event description:
It was reported that the left ventricular (lv) lead dislodged and the patient experienced shortness of breath. The lead was removed. A new left ventricular (lv) lead was attempted but placement difficulty was experienced. The attempted lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.